Manufacturer narrative:
The emitter component of the system was returned to the manufacturer for analysis. The emitter was placed into a 48 hour burn-in test. Verification, tracking, and accuracy all looked normal on all 4 ports. The emitter passed the pegboard test for accuracy. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that midway through an ear, nose & throat (ent) procedure the site alleged intermittent tracking with their navigation system. Tracking of instruments deteriorated and became intermittent. No further details of the procedure, or the reported issue, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement computer shipped to site (B)(4) 2014. Device received back, unused, on (B)(4) 2014. - RMA issued. Replacement field generator/emitter shipped to site (B)(4) 2014. Device received back, unused, on (B)(4) 2014. RMA issued. Replacement axiem integrated 4-port shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds when the axiem unit was placed into a test system with the ent application for a 48 hour burn-in test, a registration probe was verified with an error of 1.2mm. Tracking, and accuracy looked normal on all 4 tool ports for the entire test time. The unit passed the pegboard test with an error of 1.568mm. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2014 a medtronic representative, following-up at the site, reported that the system functioned as expected without replacing any parts. Successfully used tracer registration, used all axiem ports, checked the em interface and tested the site's instruments without issue. - no further issues have been reported.